Manufacturer narrative:
B1 - corrected to adverse event in initial MDR. B2 - corrected to required intervention to prevent impairment/damage (devices) in initial MDR. B3 - corrected to 01-feb-2022 in initial MDR. B5 - "on (B)(6) 2022 the lens was exchanged with a longer lens due to low vault. Reportedly, 'the patient is happy.' The problem is resolved." Should be added to the initial MDR. D6b - explant date (B)(6) 2022 should be added to initial MDR. H1 - corrected to serious injury in initial MDR. H6 - health effect - impact code: 4629 should be added to the inital MDR. H6 - medical device problem code: 2923 should be added to the initial MDR. Claim #(B)(4).

Manufacturer narrative:
PMA/510k: this product is not marketed in the us. Work order search: one similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -7.0 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. Low vault was observed, lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.